Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, that when the pinnacle cup was impacted using the pinnacle handle. The handle was removed, but a sliver of metal was left behind. The surgeon noticed, it after removing the introducer from the cup and removed the metal fragment immediately. It is unknown, whether the slivers of metal came from the introducer or the pinnacle cups.

Event description:
Additional information was received: a. Was there a surgical delay? If yes, what is the duration of the delay? Already stated in initial complaint that surgery was not prolonged due to the event b. Was there any adverse consequences that affected the patient because of the reported event? Already stated in initial complaint that there was no consequence for the 2nd patient and don¿t have any further information about the 1st patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: please give a detailed explanation of the event: in both cases, when the pinnacle cup was impacted using the pinnacle handle, the handle was removed but a sliver of metal was left behind. In the first case, this was not seen until it showed up on post op x-rays. In the 2nd case, the surgeon noticed it after removing the introducer from the cup and removed the metal fragment immediately. It is unknown whether the slivers of metal came from the introducer or the pinnacle cups. The cup implanted in the first case was 121732052 lot m5959t. The cup implanted in the 2nd case was 121732052 m6529c. Photos are attached of the two introducers and the sliver of metal retrieved from the 2nd case. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the pinn straight cup impactor tip threads are delaminating from device. This damage is consistent with off-axis assembly and impacting the device before the tip is fully seated into the cup. Therefore, the potential cause can be traced to unintended use error. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.